Event description:
Patient presented to the cardiac cath lab for a cardioversion. Patient was noted to have hair on the chest that was removed using clippers prior to pad placement. The pads were placed on a clean, dry chest. When the charge was delivered, there was a bright spark and burning odor. When the pads were removed, a burn mark was noted in the middle of the patient's chest.